Event description:
It was reported that there was no respiratory rate and no volume while the ventilator was connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
A field service engineer performed a pre-use check (puc), which failed pressure transducer test. The expiratory cassette was replaced. The ventilator then passed functional tests and was returned for clinical use. The expiratory cassette is measuring only and will not affect ventilation. The ventilator logs were downloaded for evaluation. There are no records showing that the ventilator was in use on the reported event date. Also no technical error codes on the reported event date and during the period prior the event date, which indicates that there was no technical malfunction. The last successful puc was performed eight days before the reported event. The last ventilation period in the event log was on (B)(6) 2017, two days prior the reported event date. Then alarms were generated for high continuous pressure, high airway pressure and high peep which indicate a high expiratory resistance. Then the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. This can be due to accessories in the patient circuit including mechanical properties of the patient or the parameter and alarm limit settings. There is no indication of ventilator malfunction. The reported problem was not reproduced and no parts were replaced. The exact root cause of the event has not been determined.

Event description:
(B)(4).